Event description:
Pump declared a cartridge change error was reported. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support who guided them through a series of steps, including inspecting and cleaning the pump, to resolve the issue. Caller was able to successfully complete the load process and resume insulin delivery.